Manufacturer narrative:
Results: a sample was not returned to bd for evaluation. Several photos were returned and showed the customers indicated failure of defect lips on the edta tubes. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5272770. Conclusion: unconfirmed complaint. Without actual sample, an absolute root cause for this incident cannot be determined. Bd was able to duplicate or confirm the customers¿ indicated failure mode through visual inspection of photos only. Likely root cause of lip out defect is tubes are slightly off center when going through the assembly line, causing a pin to come down on the tube and catching the lip.

Event description:
It was reported that the laboratory processing the tubes noticed defects on several vacutainer® edta tubes w/ lavender conventional stoppers, 6.0 ml draw, 13x100 mm. No serious injury, blood to mucous membrane exposure or medical intervention was reported.